Event description:
Additional information was received from the patient. They reported that the cause of the difficulty connecting to their device was not determined. When asked for the most likely cause, the patient stated: "numerous failures; most frequent in bathrooms at airports; cause - metal stall dividers?" When asked what steps had been taken to resolve the issue, the patient stated "none". The patient couldn't activate the device at the airport; they'd have to wait until leaving the airport after their flight, which could be up to 12-14 hours! The issue was not resolved. When asked what steps were taken to resolve the electromagnetic interference (emi) from traveling and other metal, the patient stated "not activating the device; not acceptable." The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they travel quite a bit and have to turn their implantable neurostimulator (ins) on and off, but they had to take like 5 or 6 times of retrying before they could connect to their "intermediate" device. Patient stated that it takes a couple more tries to connect to their ins and that the issue was getting progressively a bit worse. Patient confirmed that there's always metals around them because they use their external devices in the bathrooms in the airport and also confirmed that their external devices seem to work better at home when they're in their bedroom. Patient then mentioned that when they leave the house and turn their therapy off, it still takes them 3 tries and their handset takes quite a while to load. When asked for an event date, patient stated that the issue started around 3 or 4 months after they had their ins. Patient also mentioned that there was a "learning curve" regarding the correct position of the communicator. Agent reviewed telemetry information and emi from metals. Agent called patient back to collect communicator serial number. No further information was provided as patient confirmed that they were only wondering if there's a different external device that would not be affected by metals in the environment and agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.